Manufacturer narrative:
B3. Date of event (dd-mmm-yyyy): 20-dec-2024. Claim # (B)(4).

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and pigment dispersion. Due to low vault with rotation and pigment dispersion, the lens was exchanged for a longer length lens. This resolved the problem. The cause of the event was reported as unknown. Claim # (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. The patient experienced low vaulting and double vision. The surgeon is planning to exchange the lens. To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11 manufacturer narrative - double vision, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge with debris/residue on the lens. Visual inspection found the lens haptic torn, with foreign material on the lens surface, specifically debris throughout the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).